Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead dislodged after the initial implant. A lead revision procedure was performed. During the procedure the physician experienced difficulty deploying the helix and was only able to get it to partially deploy. Since the lead appeared stable, the physician opted to leave it in place. The pacemaker had been placed in antibiotic saline solution while the lead revision was being performed. When attempting to reconnect the lead to the header, noise and high impedance measurements were seen. Multiple attempts to dry the pacemaker's header were unsuccessful. A new pacemaker was handed off and upon connection to the rv lead no noise and stable impedance measurements were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The header was firmly attached to the device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrogram (egm). The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.